Event description:
It was reported that the patient was initially experiencing unbearable pain in the right leg due to inadequate pain relief. It was confirmed through fluoroscopy that the lead connecting to the ipg was broken and the lead to the right leg had a break in it. It was noted that the patient had a fall which was suspected to be the cause of the broken leads. Additional information was received that both the patients leads had fractures. The patient underwent a revision procedure wherein the leads were replaced and discarded. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family:scs-linear leads, upn:m365sc2317500, model:sc-2317-50, serial: (B)(6), batch:5096465.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5096465.

Event description:
It was reported that the patient was initially experiencing unbearable pain in the right leg due to inadequate pain relief. It was confirmed through fluoroscopy that the lead connecting to the ipg was broken and the lead to the right leg had a break in it. It was noted that the patient had a fall which was suspected to be the cause of the broken leads.